Event description:
It was reported that before use on a patient, the cs300 intra-aortic balloon pump (iabp) had a autofill failure. The unit would not fill with broken nipple on connector. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a autofill failure. The unit would not fill with broken nipple on connector. No patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a autofill failure. No patient involvement.

Event description:
N/a

Manufacturer narrative:
The customer has an onsite biomedical engineer that serviced the unit. The customer sent pictures of a broken fill lure tubing and informed the getinge field service engineer that they had a replacement in inventory. Customer replaced the male lure fitting to fix the reported issue and returned the unit for use. H3 other text : customer has on site service.